Manufacturer narrative:
A ge service rep performed an onsite investigation. The sram in the generator was evaluated and replaced, and the generator config file was set up on the system. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.